Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-dec-2025, a sales representative reported via phone that an ar-9563-16 peripheral locking screw did not lock into an ar-9580-2410s 24mm base plate during a reverse shoulder arthroplasty procedure on (B)(6) 2025. The issue was resolved by using two replacement ar-9563-20 peripheral locking screws (5.5 x 20 mm) to complete the case. There was no delay, no additional anesthesia, and no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. The returned screw measurements and functional test confirmed that it is a good device. One unpackaged ar-9563-16 peripheral locking screw batch 15385060, laser marked on the screw 15320825, was received for evaluation. Visual inspection noted damage to the threads, including nicks and loss of anodized color on the edges, most likely caused by friction during attempts to set the screw on the base plate. A functional test was performed using a known good device. The received ar 9563-16 locked into the holes without issue. The device was measured according to drawing c14928, revision 4, and component c14928-01, revision 3. Overall length. 0.630 ± 0.012 inches result: 0.628 inches. Major diameter of the threads: ø 0.217 + 0.000/- 0.005 inches, result: 0.215 inches. Minor diameter of the threads: ø 0.118 +.000/-0.005 inches, result: 0.116 inches. Major diameter of the head threads: ø 0.266 ± 0.002 inches, result: 0.266 inches. Minor diameter of the threads: ø 0.232 + 0.002/-0.001 inches, result: 0.233 inches. The most likely cause of the reported failure is a use error, including misalignment of the screw insertion and/or improper surgical technique associated with the device.